Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the implantable cardioverter defibrillator exhibited false non sustained right ventricle oversensing episodes. Programming changes were made on the device. Patient was stable.